Event description:
User facility reported that an operator felt a pain in her back while she was leaning over the scs conveyor to pull the manifold rack filled with instruments from the washer. The operator went to employee health where she was prescribed light duty for the rest of the day. The user facility reported she returned to work the following work day with no pain; she has no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the washer and found the manifold rack to be unloaded from the washer to the unload table but was not carried on the scs conveyor system. The technician found the conveyor's junction box to not be operating properly which caused the scs conveyor to not transport the manifold rack onto the unload table when it was unloaded by the washer. The technician replaced the junction box, tested the unit and returned it to service; no further issues have been reported.